Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support due to cardiomyopathy. While on support for 2 weeks, the pump was seen to have high purge pressure. The staff treated this by administering sodium bicarbonate and starting the tissue plasminogen activator procedure. It was reported that the patient survived normal explant.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ g1 reporting contact email revised on manufacturer device report 1220648-2024-24017 in accordance with updated procedures. H10 instructions for use were missing on manufacturer device report 1220648-2024-24017.